Manufacturer narrative:
(B)(4). Uf / importer report number: mw5071977. The reported device will not be returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small pin-sized hole on the middle left corner of an exactamix 2000ml eva tpm bag. This was discovered before compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.